Event description:
The customer reported the ventilator power supply was not functional. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Loss of power during normal ventilation operation may result in shutdown of the device. The customer contacted manufacturer for repair. As the device is out of warranty, the customer was provided a quote for repair from a 3rd party service company. Information has been requested from the customer for unit service completion.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Repair quote provided to customer; service pending.

Event description:
Customer did not response to additional request for repair information.